Manufacturer narrative:
The reported issue with the autopulse nxt platform (sn 00218) displaying an alert during startup was confirmed through archive data review and initial functional testing. The investigation identified the root cause as a failed cooling fan caused by shorted wiring due to blood ingress, which also resulted in the reported burning smell and smoke, likely as a result of user mishandling. A visual inspection of the returned autopulse nxt platform showed no physical damage. When the top and bottom enclosures were removed noted a significant exposure to blood or a mixture of blood and cleaning compounds, likely while the fan was operational, leading to fluid infiltration that caused a short circuit in the fan's electronic components. The archive data showed the presence of the fault code 1300 (the fan is not functional), thus confirming the customer complaint. In addition, the archive data showed fault 1210 (fault_motor_sensor_low_during_compres): the motor current was too low during the compression hold. This fault indicates that the nxt band is open and no compression activity occurs. The device was tested without the nxt band connected and the error was displayed as designed. During the initial functional testing, when the platform was powered on, noticed that the fan was not operating, and there was an electronic burning smell along with smoke emanating from the wiring area, thus confirming the customer complaint. Further testing could not be performed due to the platform condition. The platform will not be serviced as it has been exposed to a substantial amount of blood. The platform will be scrapped at zoll. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the autopulse nxt platform (sn(B)(6) displayed a triangle alert when powering up. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided. During the on-site visit, the zoll representative powered up the device, at which point smoke began emitting from both vents. The fault code 1210 was noted.